Manufacturer narrative:
Vyaire medical file identification: (B)(6).a vyaire field service representative(fsr) evaluated the device onsite and the defective display was replaced and the device test carried out according to the service manual. Electrical safety test has been carried out.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that the bellavista ventilator screen shows stripes and flickers. There was no information of patient involvement reported with this event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was due to defective display(screen interference). Screen interference is clearly visible but machine is starting-up properly in the background. Start-up buzzer test and start-up sound audible. Touch screen clicks visible as well. This means that both the controllers are working properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.